Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tape not sticking event on 15-may-2024. The tape stopped sticking and detached from the patient stomach on fourth day of use. No further information available.